Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: the following sections are being reported: b4: date of this report was updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H6: investigation type codes were added: 3331, 4109, 4110 and 4111. H6: investigation findings code was added: 213. H6: investigation conclusions codes were added: 4310 and 4315. H10: narrative/data was updated. One osseotite® tapered certain® prevail® implant 5/4 x 10mm (xiitp5410) was returned for investigation. Visual evaluation of the as returned implant identified signs of wear/use but no apparent signs of malfunction. The device could not be functionally tested for the reported failure/event (perforated sinus). However, measurements were taken using a caliper. Following dimensional analysis and comparison to drawings, the device was determined to be within design specifications. Pre-existing conditions noted on the per were diabetes and low bone density ¿ type IV. The reported device had been placed on tooth # 3 (universal) for approximately 1 year. Per the applicable IFU, improper techniques and overloading can lead to implant failure and loss of supporting bone. DHR review for the lot (2016090144) revealed no deviations nor non-conformance's which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (2016090144) for similar events (complaint category keywords: functional: loss of integration: perforated sinus) and no other complaint was identified. October post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. Therefore, based on the available information and dimensional analysis, device malfunction did not occur. However, the reported event could not be verified as the exact details of event and patient anatomical conditions were unknown/non-verifiable.

Event description:
No additional event information at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Date of the event unknown/not provided. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the implant at tooth site # 3 failed to integrate and was removed. At second stage uncovering the implant had migrated into the maxillary sinus while attempting to remove the cover screw. The implant was recovered from the maxillary sinus. The patient healed well.